Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurement of less than 100 ohms. Pocket manipulation was performed in which noise was observed and pace impedance measurements were noted to be within normal range during so. Technical services (ts) recommended programming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).